Event description:
It was reported that this pacemaker system exhibited noise, oversensing, constant high out of range pace impedance greater than 2000 ohms in the bipolar pace configuration and pacing inhibition with asystole less than 2 seconds on the right ventricular (rv) channel. These observations were discovered via isometric testing with the patient during a routine follow up appointment. The patient also reported having near syncopal episodes. As a result, the rv lead was explanted and replaced. The pacemaker device remains in-service. No additional adverse patient effects were reported.